Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. The patient was seen in clinic and no product issues were observed, the physician noted that the lia was not of concern as it was triggered due to the patient plugging in a dryer that has a likely short. The crtd remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694758 lead implanted: 17-nov-2008, 419488 lead and 5076-52 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.